Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient accidentally put nail polish remover on the system controller power cables. The coating of the black power cable was damaged and green fluid was leaking from the cable. The patient's system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cables being damaged was confirmed, as the returned system controller (serial number (B)(6)) was observed to have damaged power cables upon arrival ¿ green fluid was observed to be coming from the black and white power cables, and a tear was also observed in the black power cable¿s outer jacket, revealing the inner layer. The controller was functionally tested and was found to perform as intended despite the observed damages. A log file was extracted from the controller during testing; however, no atypical events were observed. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 11nov2015. No further information was provided. The manufacturer is closing the file on this event.